Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
¿Revision of primary psrp right attune, index procedure from (B)(6) 2018. Originally had size 5 rp baseplate (original, non s+ baseplate), with size 6 r ps femur and size 6, 5mm psrp insert. No patella (no patella to fix), and separate mixes of cmwii cement. Patient has multiple chronic pain complaints but has had specific pain and tenderness around tibial component for some time. Original procedure was ps due to patient having previous femoral fracture as well as patellectomy. Follow up x-rays suggested tibial component had tipped anteriorly. Surgeon thinks that patient pushed ¿too hard too soon¿ in the gym following primary tkr. Surgeon ordered scans as part of investigation which suggested femur was well fixed but tibia was loose, hence revision surgery booked. At revision today, femoral component was well fixed and well balanced, so tibia only revision was undertaken. Tibial component lifted out clean; cement fixation to bone was complete and mantle was solid, but there was no fixation with tibial component. Revised to revision rp baseplate with 12x60 pressfit stem and 37 fully coated sleeve. Size 6, 6mm rpps insert. ¿

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event of device loosening. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that this was a revision procedure, there was no surgical delay or extension to the surgical time.